Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed with a watchman flx closure device and delivery system. At an unspecified time, the patient reported that the device came apart inside them, damaging the patient's heart valves. All four heart valves were replaced.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown.